Event description:
A (B)(6) hemodialysis pt was dialyzing in an acute setting on (B)(6) 2011, when the tip of the bloodline broke off inside the catheter hub. Reportedly, when the treatment was started, there was a negative 50 pressure on the arterial side (at 200 bfr) and a zero pressure on the venous side. The blood pump was stopped to reverse the lines, however, the venous side was not turning. After several attempts it was reversed, however, the tip of the bloodline tubing set broke off in the venous side of the catheter. An attempt was made to remove the tip with a hemostat but was unsuccessful. The physician was notified and an order was given to send the pt for catheter replacement. During the procedure, the pt experienced an arrest when the access was placed. The pt has since recovered.

Manufacturer narrative:
(B)(4).